Event description:
It was reported that the patient started to see a power on reset (por) message the day prior to the report. It was confirmed it was an informational por and they were able to clear it.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).